Event description:
It was noted that the generator was returned to the manufacturer at settings indicative of a faulted diagnostic tests: output current = 0ma, frequency = 20hz, pulsewidth = 500usec, on time = 20 sec, off time = 60 min, magnet current = 1a, magnet on time = 30 sec, magnet pulsewidth = 500usec. Attempts are being made for programming history from the physician to determine if a faulted system diagnostic occurred or if the settings were intended. Attempts have been unsuccessful.